Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the intended procedure was diagnostic. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material or what the material was, clogging the device, could not be determined. The lens was broken by stress applied to the distal end, creating a gap between the lens and glue area. Dirt entered from this point and prevented the gap from closing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign substance clogging the suction channel that could not be removed. Due to this channel blockage, the forceps could not be inserted into the channel causing the insertion amount to be out of standard. Additionally, dirt was observed inside of the light guide lens. These findings were due to insufficient cleaning and handling of the scope. It was observed that the angulation in the up direction was out of standard due to wear of the angle wire. It was observed that the light guide lens and the adhesive part of the bending section cover were broken. It was also observed that there was crumple at the connecting tube. Also, the scope connector cover was deformed, and the electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera duodenovideoscope had a brush stuck in the channel. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was dirt inside of the light guide lens, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported event by the customer as well as the reportable malfunction found during evaluation.